Event description:
Reporter alleged blood glucose read 235 mg/dl before dinner at 6 pm and took 4 extra units of insulin. It was reported at 8:15 pm felt spaced out & sweaty so a relative called paramedics where emergency medical technicians (emts) measured 39 mg/dl. Reporter stated being given a glucose IV. Test strips being used were reportedly expired. A request was made for the return of the suspect device and replacement product was sent.